Event description:
A baxter sales representative reported that this facility had two incidents where flo-gard 6201 infusion pump fell off IV poles dueing servicing due to the pole clamps falling off of the pumps. The serial numbers of the pumps are not available. Alternate contact information was requested but no alternate contact was identified. No patient injury resulted and there is no adverse outcome associated with this report.